Event description:
(B)(4) - clinical outcome issue: (B)(6) reported to lensar service on 09/22/2021 that dr.(B)(6) from system (B)(6) reported to him that on two patients ((B)(6)) he had a capsule laceration. No impact to cases.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(4) reviewed the open call for (B)(4): case #(B)(4) - centration was superior with adequate suction applanation to the eye. Eye movement is noted throughout procedure. Case #(B)(4) - centration was superior with adequate suction applanation to the eye. Eye movement is noted, throughout procedure. Movement of the eye during treatment can cause inconsistency in the treatment of the cut. Stable locking of the pid arm to the cup will reduce movement. Improper removal of the cap during surgery will contribute to instability of the structure. Improve/innovate/control: cas (B)(4) will discuss findings with surgeon and staff.